Event description:
Customer reportedly received results of 80 mg/dl and 183 mg/dl within 10 mins on the compact system. Customer also received results of 421 mg/dl and 142 mg/dl within 10 mins on the compact system. No high or low blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.